Event description:
It was reported that the stent moved on balloon occurred. A 2.25 x 32mm synergy xd drug-eluting stent was selected for use. However, prior to procedure, it was noticed that the stent itself appeared to be damaged and not seated on the balloon. The stent delivery shaft was noted to be bent. The procedure was completed with an alternate stent of the same size. There were no patient complications reported.